Event description:
Customer was taken to the emergency room by the ambulance few days before the call. The customer had low blood glucose. It was informed that the customer was disconnected during the rewind and prime. The priming technique and insulin concentration were correct. The customer found two boluses in the middle of the night that they did not program. The daily totals were not accurate. The history alarm showed two different alarms. Advised the customer to use a back up plan.